Event description:
A report was received via social media that the patient was experiencing pain and inadequate stimulation even with pain medications and stimulator on. No further information could be obtained.